Manufacturer narrative:
Correction to emdr-89122 the following: remove from d4 - unique identifier (UDI) # (B)(4). Remove from d4 - serial no = unavailable. Add to d4 - unique identifier (B)(4).

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.